Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak was reported and is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. The patient stated there was a leak, however they were unable to determine the cause. The renal therapy service agent (rtsa) had the patient cycle power to the device to clear the alarm, and assisted the patient in ending therapy. Product surveillance contacted the patient regarding the reported event. The patient stated there had not been any damage to the over pouches, cassette, or bags; no sharp objects had been used to open the over pouches. The patient stated the homechoice setup had not been exposed to any excessive force and they did not have any pets that could have compromised the system. The patient stated there had been fluid under the supply lines of the cassette but had not been able to see the source of the leak. All the bags were securely connected. There was no patient injury or medical intervention associated with this event. No additional information is available.